Event description:
It was reported that during a coronary artery stenting procedure, the stent is dislodged. The lesion being treated was located in the right coronary artery (rca). The 2.75x12 taxus liberte stent could not cross the lesion. It was reported that the stent came off the balloon, however, it is not known when this occurred. The procedure was completed with stents placed in all three major vessels without further incident. The patient's condition is unknown. The staff confirms the missing stent could not be confirmed to have been lost inside or outside the body of the patient. The guide and hemostatic valve were checked but produced nothing nor could anything be ascertained under flouro. No further information is available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.